Event description:
The patient reports the omnipod 5 personal diabetes manager (pdm) battery was discharging very quickly. The pdm's battery dropped from approximately 90% at 21:00 to about 35% by 03:00, and not lasting 24 hours. The patient had only had the pdm for 15 days at the time of the report. Additionally, the pdm gets very hot after charging.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.